Event description:
The customer complained that the bed had unintentional movement of the head up function.

Manufacturer narrative:
The technician replaced the right caregiver board and the right caregiver controls, which resolved the issue. The bed is operating within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.